Event description:
Tkr (arthroplasty) left knee surgery on (B)(6) 2015 at (B)(6), which consisted of doctor replacing my knee with depuy sigma sz 4 narrow, posterior stabilized femoral component. Depuy sz 3 mbt keel rotating platform tibial tray. Depuy sz 4, 10mm thickness aox rotating platform polyethylene insert. A 35 mm 3-peg oval dome patella was implanted. I progressed and was able to go up and down steps, walk without the assistance of the walker and cane, and had minimum pain. I didn't have problems bending my knee. At about 6 weeks. My knee started to go down. I couldn't bend it. On (B)(6) 2015, left total knee arthroplasty, hemarthrosis, with possible infection. I stayed in the hospital 7 days. After this surgery and exercises, therapy, and cmp machine I couldn't go up and down the steps without holding on to something, and continued to go down hill. As time passed the inflammation and swelling got worse with exercise, and walking. The knee is always in pain and have to always stay medicated with pain meds. Then the knee stopped bending again. On (B)(6) 2015, my doctor manipulated my knee. I got worse now I am using the walker, cane, and a wheelchair, and exercise, walking only cause me pain and hotness of my knee. I forgot to mention the limping. So now my doctor says to me I think you may have an allergic reaction to the metal. He sent me to allergy partners for testing in (B)(6), 2015. The test came back and I am allergic to the chromium in the prosthetic.